Manufacturer narrative:
Changed the total number of reportable devices from two to three because 3500a forms are being submitted for this event as three devices were involved.

Event description:
This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.

Manufacturer narrative:
The investigation determined that an unexpected (B)(6) results using two different vitros (B)(4) reagent lots for two samples considered to be (B)(6) were obtained when performing routine internal testing on three different 3600 immunodiagnostic systems. The investigation could not determine a definitive root cause. An instrument or a reagent issue cannot be ruled out as contributing factors.

Event description:
An ortho clinical diagnostics (ortho) analyst observed unexpected (B)(6) results using two different vitros (B)(4) reagent lots for two samples considered to be (B)(6) when performing routine internal testing on three different 3600 immunodiagnostic systems. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient results are affected. The unexpected (B)(6) result was not reported to a health professional. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).